Manufacturer narrative:
Ocd performed a batch review of this lot. Satisfactory results were observed. Retained testing was unable to be performed due to receipt of complaint beyond the dating of the product. (B)(4).

Event description:
Customer reported that a patient with no previous history, did not react with vra162 cell 5 (d-c+). Further testing indicates that patient had an anti-c and anti-d. Customer performed testing to ensure the reactivity of the c antigen on vra162- 5 with an anti-c reagent. Satisfactory results were observed.